Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient stopped charging her system because patient has to lay there for 6 hours to recharge. Technical services (ts) advised caller to have patient call patient services to troubleshooting with recharging. The caller was not with the patient.